Event description:
It was reported that when chemotherapy drugs were infused, a 10cn*8cn swelling and pain were found around the infusion port. The device was found to be broken. They immediately stopped the infusion and performed the blockade treatment.

Manufacturer narrative:
E1 phone number:(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product was returned. The customer provided one photo of the device. Per review of the photo the complaint was confirmed. However, without the affected device no further testing or device analysis could be performed, and the root cause is unknown. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.